Event description:
Device malfunction: cuff miss (device #3). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. The proglide device was removed and four proglide devices were attempted with the same results. Hemostasis was achieved using a perclose at device. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not yet complete. Devices #1,2,4, and 5 - proglide (part #12673-05; lot# 62153-6h), are being filed under separate. Medwatch reports. Device #1 under - 2953144-2008-01039, device #2 under - 2953144-2008-01040; and devices #4 and 5 under a separate medwatch reports.